Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/11/2025, she changed her dexcom sensor. The readings on her mobile device indicated low glucose levels, and the cgm was documented as low. She experienced severe vomiting, a common symptom of diabetic ketoacidosis (dka), and decided to go to the hospital with her brother. At the hospital, a nurse performed a finger stick test, which revealed a blood glucose level of 500, indicating hyperglycemia. The patient remained in the hospital from (B)(6). During her stay, she received her usual doses of insulin. There was no documentation of further medical evaluation or intervention. She was stable throughout the hospital stay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.